Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary: the actual device was not received for evaluation; however, an unused companion sample was received. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed, and the device primed and flowed normally. The reported condition was not confirmed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nurse had difficulty priming a clearlink secondary set. This occurred while the nurse was attempting to prime the line using ivig in a glass solution bottle. The reporter stated that the nurse had to use a syringe to pull solution out of the glass bottle and into the tubing. No flow issues were experienced after the device was primed. There was patient involvement reported; however, there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.